Event description:
It was reported by service report that the unit has a cracked foot section housing. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Foot section assembly.